Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: not able to get meds up in the needle.

Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: not able to get meds up in the needle.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 06-may-2022. H.6. Investigation: three shelf cartons containing one hundred and thirty pieces total of safetyglide needles in sealed packages (p/n 305916) batch 2024137 were received and evaluated. No bent or bending of the needles was identified during evaluation. Sixty-five of the samples had clogged needle. The conditions observed at the packaging site were non-conforming per product specification. The sample was sent to the needle manufacturing site for further evaluation and investigation. At the needle manufacturing site, one hundred and thirty samples were received. Forty samples were randomly selected for evaluation. A visual inspection was performed and no defects or imperfections were observed. Functional test was performed to each sample by connecting it to a syringe with saline solution. Of the forty samples seven samples did not expel the solution, these needles are clogged. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. It could be possible that a process variation occurred at the lube station inducing the symptom reported and not detected at the next processes. Verification of the lube station was performed. The setting were correct, alignment of fixtures and product flow were good. A device history record review was completed for provided lot number 2024137. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.